Event description:
A vaxcel implantable port had been therapeutically placed in a female patient in 2005 and was functioning correctly. In january 2006 the patient returned to the facility complaining of discomfort in her chest wall. In february 2006 an ultrasound was performed and at that the device's extra twist on locking collar was found to be loose in the patient's chest. The patient underwent a local incision and the loose locking collar was successfully removed. The vaxcel implantable port was intact, and not affected by event and continued functioning appropriately. The complainant reported the facility is attributed the event to user error. No sequellae was identified by the complainant as a result of the reported problem.